Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a circumflex coronary artery perforation. A 2.8x16mm graftmaster stent was implanted, successfully sealing the perforation without issue. The graftmaster was implanted after the expiration date on the label.